Event description:
It was reported that diastolic and end diastolic pressure imported from cath system were reversed when displayed at catalyst system. This condition was discovered during clinical testing. No reported pt involvement.